Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with deep scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 156 mg/dl. Customer stated that the insulin had been dropped a week ago. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.